Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the chair got stuck and she needed to call 911 to get out.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the customer getting stuck was likely the result of the seat box getting caught on the mainframe.

Event description:
Consumer alleges the chair got stuck and she needed to call 911 to get out.